Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that her blood glucose level was 630 mg/dl because of medications and she also had a bent cannula. She received high blood glucose alerts and self-treated it with a correction bolus via pump. Subsequently, she went to the emergency room where she stayed for five hours and received intravenous insulin. Further, her health care professional assessed her ketone level as dangerous and life threatening. On (B)(6) 2019, she was consequently admitted to the intensive care unit for diabetic ketoacidosis and her blood glucose level was 434 mg/dl. During hospitalization, she received insulin drip and intravenous fluids as corrective treatment, which resolved the issue and there was no permanent damage to the patient. She had used the infusion set for eight hours. The patient was released from the hospital on (B)(6) 2019. Thereafter, she was able to load a new cartridge, insert a new site, and resume insulin therapy. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.